Event description:
During a lsh case, the surgeon discovered the device was not functioning inside the body, when the jaws would not open. Device was removed from the trocar and examined. Device appeared to be missing a rivet. Surgeon visually searched for the rivet in the cul-de-sac, reversed the position of the patient, head up, hips down and irrigated the abdominal cavity to flush the rivet into the cul-de-sac. It is uncertain, whether the part remains in the patient or was irrigated out. Patient was discharged from hospital the next day.

Manufacturer narrative:
Device was not released by the hospital for manufacturer investigation. Photograph of the missing rivet was sent. Review of the photograph confirmed the rivet was missing from the device. Analysis of the failure mode is inconclusive, the cause of the failure cannot be determined at this time.